Event description:
The customer reported that the nurse programmed study medication trc105 primary infusion per the directions on the label which was 125 ml/hour with a vtbi 500ml. The infusion started at 16:50 and it should have finished at 20:50, bt the infusion completed at 21:20. There were approximately 20ml or more left in the bag at the end of the volume programmed. The customer feels the issue is not due to IV bag overfill, but an issue with the device. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.